Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The explanted devices were requested for evaluation but were not returned. The cause of the event could not be determined from the information available and without device evaluation. As stated in the event, the patient fell and fractured his glenoid and one of the screws. The most likely cause of this event is failure to follow the post-op rehab protocol. The directions for use states: post-operatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses being applied to the implant. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.

Event description:
It was reported that the original date of surgery was (B)(6) 2015. The patient fell and fractured his glenoid and one of the screws (b)(4 in the baseplate broke. A revision was done; the baseplate and screws were all removed and replaced; a smaller baseplate was used. Additional components that were explanted are: (B)(4). The explanted components were contained and sent to pathology at the facility for further contamination/possible infection analysis. Rep has requested results and facility will not release the results. The baseplate was fully intact at the time of revision. Only the proximal peripheral screw implant broke.